Manufacturer narrative:
The customer¿s report that tubing separated was confirmed. Visual inspection confirmed that the tubing was completely separated from the tubing adapter due to insufficient solvent being applied at the engagement of the tubing. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Closer inspection observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the set during initial inspection. Functional testing was not necessary as a leak would occur as a result of the separation. A dimensional analysis was performed on the tubing and tubing adapter and observed to be within specification(s). The root cause was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
It was reported that the connector of the IV tubing set "came apart", out of the package. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the connector of the IV tubing set came apart out of the package. There was no patient involvement.